Event description:
It was reported that a device experienced a sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The unit was rec'd inoperable due to the reported symptom of "repeating sys error 105 - pic motor errors" caused by failed motor (seized). The failed motor was replaced.